Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the balloon was inflated for about 5 seconds.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 14mm from the tip and is approximately 24mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Manufacturer narrative:
E1: initial reporter facility name :(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the balloon was inflated for about 5 seconds.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.